Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump developed a small crack and the display became unresponsive while blood glucose remained unaffected; the device was shut down per instructions and a replacement was arranged with return logistics communicated. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and continued cgm use with the dexcom app or receiver. Investigation included remote troubleshooting and user education, shipment of a replacement device, and instructions to sync data prior to return. Investigation of this case revealed a device display failure associated with physical damage to the pump housing, consistent with a cracked screen leading to loss of touchscreen responsiveness. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device leading to component malfunction.